Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2020. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the procedure was done under general anesthesia. The spaceoar was placed through the perineum. According to the complainant, a clear liquid came out with the stool shortly after spaceoar placement. A gastrointestinal endoscopy was performed and it showed redness with a diameter of about 2 cm in the rectal rb and two places where the mucous membrane was missing. The mucosal defects seemed to have granulation tissue. There was no perforation, but there has been bleeding from a few days before the gastrointestinal endoscopy, and there was exudative bleeding and white mucus adhering at the time of endoscopy. According to the endoscopist, the ulcer might have occurred due to the deterioration of blood flow due to the pressure from outside the tube. Reportedly, a conservative treatment was performed to treat the bleeding and ulcer. On (B)(6) 2020, the patient was hospitalized and has fasted with low-residue food. As of (B)(6) 2020, a follow-up endoscopy was performed and the result showed that the rectal ulcer had been resolved. The patient had stable vitals and no fever. There was slight bleeding during defecation but there were no other problems. The patient was discharged.